Event description:
The customer reported that the insulin pump alarmed motor error during basal more than once. Troubleshooting was performed, and the device passed the displacement and self tests. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. However, the device alarmed an error during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor passed the motor test. The insulin pump had a missing end cap sticker.